Event description:
It was reported that the right atrial (ra) lead exhibited oversensing with noise and high impedance. The lead issues were reproducible with isometrics but no intervention was done. They suspect an issue with the lead pin or fluid in the connector block of the implantable cardioverter defibrillator (ICD) device, but it has yet to be determined or resolved. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.